Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when selecting medication for a specific patient, past medications are displayed within the due time window. A technical support specialist found out that the frequency code was not mapped to the time assigned in it, informed the customer to correct it. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server encountered an issue when selecting medication for a specific patient, past medications were displayed within the due time window. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.